Event description:
It was reported that during a nephrectomy procedure, the device was fired and then would not re-open on the renal vein. There were no staples present. The procedure was converted to open and two other staplers were used to remove the device. The pt is ok.